Event description:
It was reported following an interventional procedure an 8f angio-seal sts was used to seal the femoral arteriotomy. A pre-deployment femoral angiogram was preformed. The physician stated hemostasis was achieved post procedure. The patient was transferred to the hospital room. The patient subsequently experienced discomfort in the groin and leg. The patient underwent emergency surgery due to bleeding into the lower thigh. According to the physician, the post operative report stated there was no pseudoaneurysm. The left common femoral artery (cfa) was lacerated which caused the bleeding into the thigh area. The angio-seal components were not mentioned in the operative report. The patient was reportedly recovering well post procedure. The physician stated the patient was overly reactive and the symptoms experienced were not abnormal. The physician further stated the angio-seal did not cause the problem.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the bleeding was reported as a lacerated femoral artery. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.